Event description:
It was reported that during a stent placement procedure in the right femoral artery, the stent was allegedly twisted in several places. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted, and the delivery system was not returned for evaluation. Based on x-ray images provided, the stent was confirmed being twisted after deployment. Based on information available, no indication for a manufacturing related caused could be found. Therefore, the investigation is determined to be confirmed for the reported material twist. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Complications and adverse events which may occur during use of lifestent xl vascular stents were found referenced in the IFU, e.g., open surgical intervention, surgical intervention, stent fracture, stent kinking / collapse, stent migration, stent misplacement. Potential factors that may have caused or contributed to the reported issue were found addressed; e.g., the IFU states: "remove slack from the delivery system catheter held outside the patient." And "(...) Firmly hold the black system stability sheath throughout deployment." And "predilation of the lesion should be performed using standard techniques." H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images/video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right femoral artery, the stent was allegedly twisted in several places. There was no reported patient injury.